Manufacturer narrative:
Date of event - aware date of (B)(6) 2022 used as event date is unknown.

Event description:
It was reported via social media that a transient ischemic attack occurred. A left atrial appendage (laa) closure procedure was performed and a watchman flx laa closure device was implanted. At an unspecified date post procedure, the patient experienced a transient ischemic attack and was prescribed plavix and warfarin as a result. No further information on the status of the patient is available.